Manufacturer narrative:
In a good faith effort (gfe) response received from the bench service engineer (bse), it was confirmed that the device use at the time of the event is unknown. On (B)(6) 2024, the bse replaced the cpu pcba to resolve the backup alarm issue. The bse stated that it was not possible to preserve the customer configuration of the device, so it was restored to factory settings before completing a performance verification test (pvt), which the device passed. The device will be shipped back to the customer ready for use.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. It is unknown if the device was in use at the time of the reported problem. There was no patient or user harm reported. The bench service engineer (bse) stated that the device had a test central processing unit (cpu) printed circuit board assembly (pcba) installed and the issue was resolved. The device was run for several days and the issue did not reoccur. It has been determined that a replacement cpu pcba is required. This investigation is ongoing.